Event description:
Information received from the field does not address the patient's clinical status but notes a bipolar lead impedance of 298 ohms and the sensing threshold had decreased from 9mv to 6mv. Unipolar readings were normal. The patient will be monitored.